Event description:
It was reported that when the device is at a more sensitive setting there is undersensing. When the device is at a less sensitive setting they are seeing more atrial fibrillation waves through the device. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.